Event description:
It was reported that 12 bd luer-lok¿ prn the top was yellowish brown. The following information was provided by the initial reporter, translated from (B)(6) to english: the head nurse of neurosurgery reported that the top of the prn was yellowish brown, similar to the color of iodophor, and the number of affected 12.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary in response to the event reported a device history review was conducted for lot number 0352367. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was provided to aid in our investigation. Our engineers noted that the returned sample displayed a yellowing of the latex plug. This issue is not related to foreign matter but is instead caused by aging of the latex due to exposure to heat or oxidative environments. After a comparative review of the available retention sample, our engineers were unable to identify any additional instances of latex aging. This suggests that the cause for this event occurred post-production, during either the transportation or storage of the device. H3 other text : see h.10

Event description:
It was reported that 12 bd luer-lok¿ prn the top was yellowish brown. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of neurosurgery reported that the top of the prn was yellowish brown, similar to the color of iodophor, and the number of affected 12.